Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient underwent revision surgery on due to subsidence of the humeral stem caused by an intra-operative fracture from the original surgery that did not heal properly. During the initial procedure, the surgeon had stabilized the fracture with cerclage and believed the fixation with the 2b long flex stem was sufficient. In the revision, the humeral components were removed and replaced with a 150mm revive stem, while the glenoid side was left untouched.

Event description:
It was reported that a patient underwent revision surgery on due to subsidence of the humeral stem caused by an intra-operative fracture from the original surgery that did not heal properly. During the initial procedure, the surgeon had stabilized the fracture with cerclage and believed the fixation with the 2b long flex stem was sufficient. In the revision, the humeral components were removed and replaced with a 150mm revive stem, while the glenoid side was left untouched.

Manufacturer narrative:
Correction: d4 lot/serial no. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since images were provided, the opinion of the medical expert was requested and stated as follows: the intra-operative fracture hasn¿t healed at the time of the CT-scan used for the blueprint revision planning. It is not expected to heal because of the diastasis (that means the parts has moved away from each other) of the fracture fragments. The event leaves the proximal part of the humeral stem without sufficient support and subsidence is very likely to occur. The humeral stem is visible, but since the plan does not provide comparison with the humeral stem¿s initial intraoperative position, assessment of subsidence is not possible from this blueprint report alone. All components of the total shoulder arthroplasty construct are intact and well positioned. The glenoid components are well-fixed and well-positioned. The components as such are not involved in this event. The proximal humeral fracture (mainly it was a greater tuberosity fracture) was most likely fixed with suture cerclages (since no metal wires are visible in the revision planning), and it did not heal. My conclusion is that the event is caused by a combination of factors where partly surgeon related (intraoperative fracture and possibly inadequate fracture fixation) and partly patient related factors (poor bone quality) played an important role. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.